Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a colectomy functional end to end anastomosis procedure. The reload was connected to the adapter. The surgeon tired to fire the powered handle, however, could not. The reload indicator was not illuminated. The procedure was completed with another device. There was no patient harm. The status of the patient is no problem. No reinforcement material was used.